Event description:
A malfunction alarm occurred with the customer's device. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted the caller with resetting the pump, and confirmed that the malfunction did not recur. Customer was instructed to continue using the pump and to call back if the malfunction code recurred, which the customer acknowledged and understood.